Event description:
Boston scientific has become aware of the following event: the physician reported. A 3.0-20mm stent was deployed without calcification in severe tortuous of the left circumflex artery (lcx). The ivus procedure was executed after post-dilatation. During withdrawal of the atlantis catheter, it got caught on the stent distal edge. The physician detached the male/female luer connection and pulled out the imaging core. Then, he inserted a ptca guidewire in this lumen and was able to remove the catheter from the stent by pushing it. No pt complications were reported.

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specs. No similar complaints by event description were found in the same lot. During investigation, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted. The male/female luer connection was attached and no loose connection was observed when rec'd. The guidewire that was used during procedure was not returned. A guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, good square image appeared in the systems and the product performed within spec. Root cause for stuck in stent has not been determined. Physical damage to the guidewire exit port likely occurred, when the catheter was stuck in the stent.